Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as normal device longevity was confirmed.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the clinician programmer was displaying the "replace generator" message. As a result, the patient may undergo surgical intervention to address the issue.